Event description:
Laparoscopic cholecystectomy - "dr (B)(6) fired several clips onto the anatomy which rebounded off and would not hold. After four clip failed to hold, the doctor opted for another direct drive clip applier 10 mm. There was no applied medical representative in the case, and the nurse removed the initial clip applier and forwarded to the risk management division of the hospital."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is to be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.